Event description:
It was reported that the pump battery could not be charged. There was no impact to the customer¿s blood glucose level. Ultimately, the customer was able to charge the pump. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.